Event description:
It was reported that a device consistently failed the downstream pressure test during pm testing. The gauge was set at medium and continued to read at figures that are out of specification. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "occlusion pressure test out of spec" could not be reproduced. The unit passed downstream occlusion tests and additional occlusion testing.